Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call, she has been experiencing low blood glucose of 57 mg/dl. Customer treated with food and glucose tablets. Customer is not aware what might have caused the low blood glucose. Customer then stated customer experienced lows of 54 mg/dl and 35 mg/dl, cause unknown. Customer declined troubleshooting for the low bg. Customer is not returning the insulin pump for analysis.